Event description:
Attorney letter alleges while the consumer was being pushed by a relative at a campground, the wheelchair hit a bump and the front casters on the wheelchair allegedly shattered, causing the consumer to fail out of the chair. The fall allegedly resulted in a laceration to their eye, blurred vision, and a severely broken femur.